Manufacturer narrative:
Add'l MFR narrative: (B)(6) has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Distributor reported on behalf of home care user that insertion of the listed device was unsuccessful. The reporter stated that the pt's parents attempted to insert a slightly larger diameter tube, but were unsuccessful with blood noted at the pt's stoma (see report ending in 2014-00619). Subsequently, an attempt was made to insert the listed device (with a slightly smaller diameter), but the tube was only partially inserted. The pt was then transported to hospital with the tube partially inserted in order to keep that pt's airway patent. Reportedly, the pt's doctor stated the pt's parents may have had difficulty intubating the pt because there may have been a granuloma in the pt's airway. No permanent adverse effects to pt were reported.